Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant  of the implantable pulse generator (ipg) the patients heart rate was elevated. The patient took medication and patient's heart rate lowered. The ipg remains in use . No further patient complications have been reported as a result of this event.